Manufacturer narrative:
The manufacturer's investigation is on-going. Elekta will provide further information when the investigation is complete.

Manufacturer narrative:
The reason that the couch stopped is not known and the reason for the long delay (11 minutes) before the shielding doors could be closed is considered to be lack of training of hospital personnel to by-pass a device, handling the locking of the treatment room door when the shielding doors are open. The area outside the door to the treatment room is not restricted and therefore an electrically maneuvered physical lock on the door has been installed. The circuit breaker contains a bypass function which was working as intended during the incident. The operator however, was not aware of this bypass function. At present, all japanese sites are equipped with a circuit breaker on the door, with the function to lock the treatment room door during treatment/radiation. This equipped will be removed from japanese sites. This equipment is not installed at us sites. The unwanted radiation field exposing the patient in the position the patient was held in, is low as compared to the unwanted field exposing the patient in the treatment position. The estimated dose contribution from the incident, ~ 1msv to the chest, to the total unwanted dose the patient received during the entire treatment is therefore considered to be low. The estimated dose to the operator, 30 microsv, is not significant for a radiation worker. The root cause is considered to be the presence of the device handling the locking of the treatment room door, as well as lack of proper training of personnel by the hospital. This is the manufacturer's final report.

Event description:
It was reported that a patient was stuck in a position 40-50 cm from "couch out" position with the shielding doors open. Since the door to the treatment room was locked and the operator did not know how to enter the room, the patient was stuck in this position for about 11 minutes. According to the customer the unwanted dose was 800 microsv to the patient (chest) and 30 microsv to the operator when moving the couch out.